Event description:
It was reported that when the patient presented to the or for a device change-out due to normal eri, diaphragmatic stimulation during post-shock pacing was observed during dft testing. Patient has a history of diaphragmatic stimulation. This event was determined to be normal operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
(B)(6).